Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a 38mm amplatzer septal occluder was implanted in the patient with an unknown trevisio delivery system. On (B)(6) 2025, the patient had a follow up appointment and echocardiogram (echo) showed patient had a pericardial effusion (pe). There was no intervention performed for pe and the physician decided watch and wait and palling to do a re-echo in near future. The patient was reported stable.

Event description:
N/a.

Manufacturer narrative:
An event of pericardial effusion was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. It was indicated that echocardiogram (echo) showed patient had a pericardial effusion (pe). Received imaging appears to be focused on the occluder and not surrounding tissues. No dates are evident on the images so cannot tell if they are from implant or follow up. No pericardial effusion is shown in the imaging. Based on the information received, the cause of the reported pericardial effusion could not be conclusively determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
N/a